Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received excessive no delivery alarms. It was reported that canula was not bent. Changing reservoir sometimes solved issue, but pump continued to receive no delivery alarms daily. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarms noted. The device was received with cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay and minor scratches on lcd window.